Event description:
It was reported that cartridge was damaged, as customer noticed bottom of cartridge looked crooked when compared with new cartridge, and issue occurred one time. There was no adverse impact to the customer's blood glucose level. Customer did not use damaged cartridge for insulin delivery, successfully changed to new cartridge and resumed insulin therapy, and technical support arranged replacement cartridge through return process with caller acknowledging and understanding resolution.